Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of leaking at the distal end was confirmed. The following additional findings were also noted: worn adhesive on the light guide lens, objective lens and distal end, leaking at the bending section cover, worn switch number one, angulation in the up direction not at standard value, the up/down and left/right angulation control knob is too loose, and there was insufficient air to clear water from the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported evis lucera gastrointestinal videoscope was leaking at the distal end. The same device was used to complete the procedure and there was no delay in the procedure. Upon inspection and testing of the returned device, it was observed that there was white contamination product found in the air/water channel. It is possible the product found was simethicone. There was no reported patient harm or impact due to this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that due to a leak failure at the tip, reprocessing could not be completed and foreign matter remained in the sub water supply channel and air/water channel. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection and instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manualchapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.